Event description:
Additional information was received. It was reported that, during a procedure, the sutureless connector was occluded and there was an inability to draw back from the connector. At the time of report, there was no patient injury. Four months later, it was reported that, on (B)(6), the intrathecal dose was changed to morphine and prialt and the morphine dose was decreased. That day, the patient complained of diaphoresis, shakiness, involuntary jerking, an occipital headache, numbness of extremities, burning pain to both feet, changes in taste, anorexia, and a strong chemical smell. Oral ms contin was added to the patient¿s therapy and, on (B)(6), the patient¿s symptoms improved; however, he still complained of memory lapses and sleepiness. It was indicated that the primary causes of the adverse event were an adverse reaction to prialt and a pump failure that was due to a kinked catheter. Though unclear, it appeared that the reporter did not know which symptoms were related to the prialt side effects versus withdrawal symptoms.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter.

Event description:
It was reported that the catheter tip had migrated and there was also an inflammatory mass. The patient had presented with less than 50% therapy relief and overdose symptoms. It was stated that the catheter was replaced. The device system was delivering infumorph and ziconotide.

Manufacturer narrative:
(B)(4). The observed anomaly did not affect the in-vivo device function, thus is not considered a significant anomaly.

Manufacturer narrative:
Final analysis of the catheter (B)(4). Found no significant anomalies, though the catheter had been returned in segments. Final analysis of the catheter (h850884110) found a tear in the seal of the sc connector near the guide ring. (B)(4).